Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: air accumulation due to micro bubbles, unable to rectify, writer had to remove line from pump and run transfusion by gravity.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the reported defect was unable to be confirmed. Although the reported defect was unable to be confirmed, the most likely cause could be related to incomplete priming of the IV-line, infusion of cold solutions (which may exhibit air bubbles coming out of the solution as the fluid warms), incomplete filling of the drip chamber during priming, etc. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains were tested and passed per specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.